Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed pacing lead impedance greater than 2000 ohms for the competitor's right ventricular (rv) lead. The lead was explanted and the device remains in service. No additional adverse patient effects were reported.